Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (200-340 mg/dl). The customer did not know what was causing the high bg levels. The customer used metformin to lower the bg to target level. The customer declined tandem customer technical support's (cts) offer to troubleshoot and disconnected from the telephone call. Cts attempted to call the customer back; however, the customer did not return the call.